Event description:
Caller reported that their pump screen was dark and would not turn on, causing their blood glucose level to display as "high." Customer administered a correction injection via manual insulin delivery but did not require third-party assistance. Tandem technical support confirmed the issue and, after troubleshooting steps failed, arranged to send a replacement pump. They instructed the caller on returning the defective pump and advised on steps for using the replacement pump.